Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant had to be removed during ita installation surgery due to the low primary stability was achieved (10ncm). The patient presented insufficient bone quality/quantity (bone type IV) and immediate implant procedure was performed.